Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(4) reported comm and camera connection error. Surgical delay - yes. 15 minutes. Case cancelled? The case was a bilateral pka. Completed one side and aborted the other. Procedure completed successfully? Yes and no. Like stated above the case was a bilateral pka. One side was completed but aborted from the other side. Was the patient under anesthesia at time of issue? Yes. Nerve block and spinal was set. Description of event: camera connection and communication error, irrigation pump error. Troubleshooting steps taken: upon trying to enter the session file within pka application mps encountered communication error and screen froze, did soft and hard reboot and error still presented. The patient was on the table and there was no time to clean cables so we went to bypass. After gud bypass, camera connection error presented, and we shut-down and bypass there also. Mps called after case and said that anspach failed during burring and something was not right with the irrigation pump, said he heard the hum but pressure was off. While I explained that the anspach is completely unrelated and likely just cleaning cables will correct the problem, the doctor was not confident to carry on with cases and canceled for the rest of the day and requested service visit before he was to use the robot again. Disposition of call: spoke with (B)(4) and explained situation. (B)(4) called the mps after he spoke with me. He will be visiting site. Instructed the mps to clean the fibers but by that time the doctor had cancelled the case. The doctor insisted on the robot being checked by service engineer. Fse: when I arrived the mps had cleaned the fibers and was able to complete pre surgery checks and load the knee plan. I re-cleaned the fibers and checked the with my microscope. All fibers were clean at this point. I was able to complete a full pre surgery check and load the plan several times. I also completed burr status check and mics status checks successfully. Also completed system pm with no issues. Instructed the mps to order a new burr motor because I saw some anspach errors in the log files. All testing and verifications passed. System is ready for clinical use.

Manufacturer narrative:
Reported event: (B)(4) - mps (B)(6) reported comm and camera connection error. Device evaluation and results: per when I arrived the mps had cleaned the fibers and was able to complete pre surgery checks and load the knee plan. I re-cleaned the fibers and checked the with my microscope. All fibers were clean at this point. I was able to complete a full pre surgery check and load the plan several times. I also completed burr status check and mics status checks successfully. Also completed system pm with no issues. Instructed the mps to order a new burr motor because I saw some anspach errors in the log files. All testing and verifications passed. System is ready for clinical use. Product history review: a review of device history records shows that on 09/23/14 1 device was inspected and 1 device was placed on: npr 14-09-0042. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4) - mps (B)(6) reported comm and camera connection error. Surgical delay - yes. 15 minutes. Case cancelled? - the case was a bilateral pka. Completed one side and aborted the other. Procedure completed successfully? - yes and no. Like stated above the case was a bilateral pka. One side was completed but aborted from the other side. Was the patient under anesthesia at time of issue - yes. Nerve block and spinal was set. Description of event:camera connection and communication error, irrigation pump error. Troubleshooting steps taken:upon trying to enter the session file within pka application mps encountered communication error and screen froze, did soft and hard reboot and error still presented. The patient was on the table and there was no time to clean cables so we went to bypass. After gud bypass, camera connection error presented, and we shut-down and bypass there also. Mps called after case and said that anspach failed during burring and something was not right with the irrigation pump, said he heard the hum but pressure was off. While I explained that the anspach is completely unrelated and likely just cleaning cables will correct the problem, the doctor was not confident to carry on with cases and canceled for the rest of the day and requested service visit before he was to use the robot again. Disposition of call:spoke with (B)(6) and explained situation. (B)(6) called the mps after he spoke with me. He will be visiting site. 1. Instructed the mps to clean the fibers but by that time the doctor had cancelled the case. The doctor insisted on the robot being checked by service engineer. Fse: when I arrived the mps had cleaned the fibers and was able to complete pre surgery checks and load the knee plan. I re-cleaned the fibers and checked the with my microscope. All fibers were clean at this point. I was able to complete a full pre surgery check and load the plan several times. I also completed burr status check and mics status checks successfully. Also completed system pm with no issues. Instructed the mps to order a new burr motor because I saw some anspach errors in the log files. All testing and verifications passed. System is ready for clinical use.